Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the liner was delaminated approximately 2 ¼ in length from the distal tip. The sheath was fully expanded, and the tip had opened as designed. Review of the 3mensio report revealed tortuosity present in the access vessels. Review of the device photographs revealed the liner delamination and the inflow strut on the valve was bent. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from (B)(6) 2022 to (B)(6) 2020 for the esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that procedural factors (bent valve strut, excessive manipulation, incomplete deflation, non-coaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of a partially expanded valve) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. No manufacturing non-conformances were identified in the returned sample. A review of DHR, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. As per the description, 'when the valve exited the esheath we noticed that one of the stent struts was sticking out. The physician made the decision to retract the valve back into the esheath and, remove everything together.' It is possible that difficulty was encountered during delivery system retrieval due to valve bent strut, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can cause the bent strut to catch the sheath tip during retrieval and result in liner delamination. Available information suggests that procedural factors (bent valve strut / excessive manipulation) contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00113.

Event description:
As reported during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 23mm sapien 3 ultra valve and commander delivery system through the expandable section of a 14fr esheath. Difficulties were encountered when the delivery system and valve exited from the esheath. A bent frame strut was observed as the valve exited the sheath. The decision was made to withdrawal the valve, delivery system and sheath. A new sheath, valve and delivery system were prepared and used for the procedure. Following the removal of the devices, 2 failed attempts occurred during the closure of the access site. A surgical cutdown was performed and a dissection was surgically repaired. It was believed that the dissection was caused by the bent frame strut. At the time of the report the patient was in stable condition. The second valve remains implanted in the patient. Review of photos of the devices provided indicated a sheath liner delamination. Information regarding the access vessel minimum luminal diameter and degree of calcification and tortuosity was not provided.